Event description:
A motor stall was suspected. The healthcare professional (hcp) performed a rotor study and confirmed the stall (date not specified). The pump was replaced due to motor stall/low battery. No specific symptoms were reported. No injury to the patient was reported. He recovered without sequela. The pump was used to deliver morphine.